Event description:
Dealer states that the chair is intermittently going into drive lockout.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.